Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") in a (B)(6) female patient who had essure (batch no. Cs1074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and hormone level abnormal ("hormonal changes"). In (B)(6) 2018, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain, menstrual disorder ("menstrual bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and mood swings ("hormonal changes describe: mood swing"). The patient was treated with surgery (hysteroscopy). Essure was removed. At the time of the report, the uterine perforation, menstrual disorder, female sexual dysfunction, dyspareunia, fatigue, mood swings, migraine, headache, hormone level abnormal and weight increased outcome was unknown. The reporter considered dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menstrual disorder, migraine, mood swings, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Hysterosalpingogram - on (B)(6) 2015: confirmed essure device was successfully occluded then total bilateral occlusion most recent follow-up information incorporated above includes: on 19-mar-2018: plaintiff fact sheet received. Events added from pfs- apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), fatigue, hormonal changes describe: mood swing, migraines / headaches, perforation (uterus), weight gain and concomitant disease were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") in a 31-year-old female patient who had essure (batch no. Cs1074-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 226 lbs. Previously administered products included for an unreported indication: iud implanon in 2011, birth control pill from 2008 to 2010, zoloft from 2005 to 2007 and depo-provera. Past adverse reactions to the above products included contraception with birth control pill, depo-provera and iud implanon. Concurrent conditions included overweight and asthma. Concomitant products included ibuprofen and paracetamol (acetaminophen). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain. In (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes / hormonal changes"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"), 4 months 27 days after insertion of essure. In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swing"), migraine ("migraines / migraines") and headache ("headaches / headaches"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse), / apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysteroscopy). Essure was removed. At the time of the report, the uterine perforation, menstrual disorder, female sexual dysfunction, dyspareunia, fatigue, mood swings, migraine, headache, hormone level abnormal, weight increased, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menstrual disorder, migraine, mood swings, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: confirmed essure device was successfully occluded; on (B)(6) 2015: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-dec-2018: pfs received. Reporter's information was updated. Added event dysmenorrhea (cramping). Historical condition, concomitant drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and renal failure ('kidney failure') in a 31-year-old female patient who had essure (batch no. Cs1074-invalid, c51074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean delivery affecting fetus or newborn on (B)(6) 2014, pregnancy on (B)(6) 2013, factor v leiden heterozygote in 2012, tachycardia in 2012, cystic fibrosis carrier in 2012, depression, anxiety, kidney failure, infection nos, kidney failure, complication of pregnancy, hospitalization nos, grand multiparity, low back pain, lower abdominal pain, nausea, cyst of kidney, vaginitis bacterial, intermittent headache, nasal sinus discharge, urinary tract infection, pyelonephritis, drug allergy, flank pain, dizziness, anemia and hematuria. Current weight 226 lbs. Previously administered products included for an unreported indication: iud implant in 2011, birth control pill from 2008 to 2010, zoloft from 2005 to 2007, ortho tricyclen from 2005 to 2007 and depo-provera. Past adverse reactions to the above products included contraception with birth control pill, depo-provera and iud implanon. Concurrent conditions included overweight and asthma. Concomitant products included diazepam, hydrocortisone;neomycin;polymyxin b, ibuprofen, medroxyprogesterone, medroxyprogesterone acetate (depoprovera), misoprostol, paracetamol (acetaminophen) and pethidine (meperidine). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain. In (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes / hormonal changes"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"), 4 months 27 days after insertion of essure. In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swing"), migraine ("migraines / migraines") and headache ("headaches / headaches"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse), / apareunia (inability to have sexual intercourse). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal hemorrhage ("abnormal bleeding (vaginal) menorrhagia ("menorrhagia"), genital hemorrhage ("abnormal bleeding (general), renal failure (seriousness criterion medically significant) and infection ("infection"). The patient was treated with surgery (hysteroscopy). Essure was removed. At the time of the report, the uterine perforation, menstrual disorder, female sexual dysfunction, dyspareunia, fatigue, mood swings, migraine, headache, hormone level abnormal, weight increased, depression, anxiety, dysmenorrhoea, vaginal hemorrhage, menorrhagia, renal failure and infection outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital hemorrhage, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, migraine, mood swings, renal failure, uterine perforation, vaginal hemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: right side with 6 trailing coils, left side with 6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion; on (B)(6) 2015: results: confirmed essure device was successfully occluded; on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : migraine, anemia, back pain. Lot number cs1074-invalid. Lot number: c51074 manufacturing date: 2014-04-24. Expiration date: 2017-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-mar-2021: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and renal failure ('kidney failure') in a 31-year-old female patient who had essure (batch no. Cs1074-invalid, c51074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean delivery affecting fetus or newborn on (B)(6) 2014, pregnancy on (B)(6) 2013, factor v leiden heterozygote in 2012, tachycardia in 2012, cystic fibrosis carrier in 2012, depression, anxiety, kidney failure, infection nos, kidney failure, complication of pregnancy, hospitalization nos, grand multiparity, low back pain, lower abdominal pain, nausea, cyst of kidney, vaginitis bacterial, intermittent headache, nasal sinus discharge, urinary tract infection, pyelonephritis, drug allergy, flank pain, dizziness, anemia and hematuria. Current weight 226 lbs. Previously administered products included for an unreported indication: iud implanon in 2011, birth control pill from 2008 to 2010, zoloft from 2005 to 2007, ortho tricyclen from 2005 to 2007 and depo-provera. Past adverse reactions to the above products included contraception with birth control pill, depo-provera and iud implanon. Concurrent conditions included overweight and asthma. Concomitant products included diazepam, hydrocortisone;neomycin;polymyxin b, ibuprofen, medroxyprogesterone, medroxyprogesterone acetate (depoprovera), misoprostol, paracetamol (acetaminophen) and pethidine (meperidine). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain. In (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes / hormonal changes"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"), 4 months 27 days after insertion of essure. In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swing"), migraine ("migraines / migraines") and headache ("headaches / headaches"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse), / apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding (general)"), renal failure (seriousness criterion medically significant) and infection ("infection"). The patient was treated with surgery (hysteroscopy). Essure was removed. At the time of the report, the uterine perforation, menstrual disorder, female sexual dysfunction, dyspareunia, fatigue, mood swings, migraine, headache, hormone level abnormal, weight increased, depression, anxiety, dysmenorrhoea, vaginal haemorrhage, menorrhagia, renal failure and infection outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, migraine, mood swings, renal failure, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: right side with 6 trailing coils, left side with 6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion; on (B)(6) 2015: results: confirmed essure device was successfully occluded; on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : migraine, anemia, back pain. Most recent follow-up information incorporated above includes: on 5-mar-2021: medical record received: lot number was updated. Medical history, reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a 31-year-old female patient who had essure (batch no. Cs1074-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and anxiety. Current weight 226 lbs. Previously administered products included for an unreported indication: iud implanon in 2011, birth control pill from 2008 to 2010, zoloft from 2005 to 2007, ortho tricyclen from 2005 to 2007 and depo-provera. Past adverse reactions to the above products included contraception with birth control pill, depo-provera and iud implanon. Concurrent conditions included overweight and asthma. Concomitant products included ibuprofen and paracetamol (acetaminophen). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain. In august 2015, the patient was found to have hormone level abnormal ("hormonal changes / hormonal changes"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"), 4 months 27 days after insertion of essure. In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swing"), migraine ("migraines / migraines") and headache ("headaches / headaches"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse), / apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysteroscopy). Essure was removed. At the time of the report, the uterine perforation, menstrual disorder, female sexual dysfunction, dyspareunia, fatigue, mood swings, migraine, headache, hormone level abnormal, weight increased, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menstrual disorder, migraine, mood swings, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: confirmed essure device was successfully occluded; on (B)(6) 2015: results: total bilateral occlusion. Amendment: the report was amended for the following reason: information and references from deleted duplicate case 2019-010680 were entered. Reporter's information was updated and a new reporter was added. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") in a 31-year-old female patient who had essure (batch no. Cs1074-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud implanon in 2011, birth control pill from 2008 to 2010, zoloft from 2005 to 2007 and depo-provera. Past adverse reactions to the above products included contraception with birth control pill, depo-provera and iud implanon. Concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse), / apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / migraines"), headache ("headaches / headaches"), hormone level abnormal ("hormonal changes / hormonal changes"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2018, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and mood swings ("hormonal changes describe: mood swing"). The patient was treated with surgery (hysteroscopy). Essure was removed. At the time of the report, the uterine perforation, menstrual disorder, female sexual dysfunction, dyspareunia, fatigue, mood swings, migraine, headache, hormone level abnormal, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menstrual disorder, migraine, mood swings, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed essure device was successfully occluded then total bilateral occlusion . Most recent follow-up information incorporated above includes: on 22-aug-2018: update of information (batch is invalid). Incident. No valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") in a 31-year-old female patient who had essure (batch no. Cs1074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud implanon in 2011, birth control pill from 2008 to 2010, zoloft from 2005 to 2007 and depo-provera. Past adverse reactions to the above products included contraception with birth control pill, depo-provera and iud implanon. Concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse), / apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / migraines"), headache ("headaches / headaches"), hormone level abnormal ("hormonal changes / hormonal changes"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2018, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and mood swings ("hormonal changes describe: mood swing"). The patient was treated with surgery (hysteroscopy). Essure was removed. At the time of the report, the uterine perforation, menstrual disorder, female sexual dysfunction, dyspareunia, fatigue, mood swings, migraine, headache, hormone level abnormal, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menstrual disorder, migraine, mood swings, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed essure device was successfully occluded then total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-jun-2018: plaintiff fact sheet received. Events added from pfs- mental anguish, depression. Historical drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and renal failure ('kidney failure') in a 31-year-old female patient who had essure (batch no. Cs1074-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean delivery affecting fetus or newborn on (B)(6) 2014, pregnancy on (B)(6) 2013, factor v leiden heterozygote in 2012, tachycardia in 2012, cystic fibrosis carrier in 2012, depression, anxiety, kidney failure, infection nos, kidney failure, complication of pregnancy and hospitalization nos. Current weight 226 lbs. Previously administered products included for an unreported indication: iud implanon in 2011, birth control pill from 2008 to 2010, zoloft from 2005 to 2007, ortho tricyclen from 2005 to 2007 and depo-provera. Past adverse reactions to the above products included contraception with birth control pill, depo-provera and iud implanon. Concurrent conditions included overweight and asthma. Concomitant products included diazepam, hydrocortisone;neomycin;polymyxin b, ibuprofen, medroxyprogesterone, medroxyprogesterone acetate (depoprovera), misoprostol, paracetamol (acetaminophen) and pethidine (meperidine). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain. In (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes / hormonal changes"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"), 4 months 27 days after insertion of essure. In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swing"), migraine ("migraines / migraines") and headache ("headaches / headaches"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse), / apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding (general)"), renal failure (seriousness criterion medically significant) and infection ("infection"). The patient was treated with surgery (hysteroscopy). Essure was removed. At the time of the report, the uterine perforation, menstrual disorder, female sexual dysfunction, dyspareunia, fatigue, mood swings, migraine, headache, hormone level abnormal, weight increased, depression, anxiety, dysmenorrhoea, vaginal haemorrhage, menorrhagia, renal failure and infection outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, migraine, mood swings, renal failure, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right side with 6 trailing coils, left side with 6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion; on (B)(6) 2015: results: confirmed essure device was successfully occluded; on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : migraine, anemia, back pain. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs and mr received. Reporter information were added. Medical history, lab data and concomitant drug were added. Event : abnormal bleeding (vaginal), menorrhagia, kidney failure, infection and abnormal bleeding (general) were added. Event verbatim were updated as persistent pelvic pain / pain/right side pain. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.